Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that the cartridge o-ring was missing. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.